Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the display on the bsm (bedside monitor) went black and the remote display went black and then came back on.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the display on the bsm (bedside monitor) went black and the remote display went black and then came back on. The unit was evalauted and the reported problem could not be duplicated. The device was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.